Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Rite (returned instrument test/evaluation) test failure found by service personnel during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspection of the door assembly revealed that piston foam was deteriorated. The cause for the rite failure of therapy monitored volume failed performance specification was determined to be deteriorated piston foam. Device was sent to servicing.